Event description:
It was reported that a customer experienced an issue with their t:slim x2 pump as the battery would not charge. There was no adverse impact on the customer¿s blood glucose level. The customer confirmed using the tandem charging cable and wall adapter, but after multiple attempts, including using different adapters and cables, the issue remained unresolved. Customer technical support decided to replace the pump, as it was under warranty, and instructed the customer on putting the pump into storage mode before returning it with a pre-paid shipping label. The customer agreed to use mdi as a backup for insulin delivery while awaiting the replacement.